Manufacturer narrative:
The implant coil was returned for evaluation and found to be in a contradictory condition to the reported event. The implant coil was found stretched with the polypropylene filament broken. The coil was also detached from the pushwire, which was not originally reported. As received, the pushwire the tack weld replacement (twr) crimps were found intact and the pushwire was found bent at proximal end. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). It appeared that the implant coil broke from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up conducted for additional complaint details based on the condition of the returned device; however, the customer unwilling to provide additional detail. It is possible that the repeated re-positioning led to the stretching of the implant coil. It is possible that bent in the pushwire led the implant coil detached; however, the customer did not report the detached implant coil. It is possible that the implant coil became damaged and detached during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular basilar artery aneurysm, this coil became stretched during treatment. The coil was removed from the patient. It was reported that the physician repositioned the coil 3 times during the procedure. Another coil was used to treat the patient. No patient injury was reported. The device was received four evaluation and the implant coil was found to be stretched with the polypropylene filament broken and detached from the pushwire.